Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently, out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. Although multiple attempts were made to follow up with the contact for additional information, no reply was received.